Manufacturer narrative:
(B) (4).

Event description:
Literature: rocque bg, albright al. Infraclavicular fossa as an alternate site for placement of intrathecal infusion pumps: technical note. Neurosurgery. Feb;66(2):e402-403. Summary: this article was to report the implantation method of placing synchromed ii pumps in the infraclavicular fossa as opposed to the classic site for placement in the abdominal wall. Reported event: one pt required re-operation for a flipped pump at 18 months after it broke loose in a motor vehicle accident. The pump was replaced in the infraclavicular fossa without incident. See literature article with MFR report #3007566237201002495.